Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, during initial drain with the patient connected, the registered nurse (rn) stated that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the rn to end therapy and start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.